Event description:
The customer reported that they could not save images and the system files were corrupted. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software was reloaded. The system was then found to be operating as intended.